Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the gearbox was running rough. Therefore the reported condition was confirmed. It was determined that the gearbox was worn out causing the device to run rough. It was further determined that there was liquid inside the housing. The assignable root cause was determined to be due to improper cleaning, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and evaluation, it was determined that the attachment device was running rough. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.